Event description:
It is reported by the attorney of the pt, that the second gamma nail is broke.

Manufacturer narrative:
As per the information received, the device are not available at this time due to ongoing litigation.